Manufacturer narrative:
A4: unk. A5: unk. A6: unk. H6 - work order search: no similar complaint was reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.1mm vicm5_12.1 implantable collamer lens, -11.00 diopter, in the patients left eye (os), on (B)(6) 2022. The lens was removed on (B)(6) 2023 due to patient dissatisfaction (patient request for near vision). The lens was replaced with another same model/length but different power lens (-10.50) and the problem was resolved.